Event description:
A physician called to inquire as to whether he could continue to treat a pt with collagen. The pt was treated into the marionette lines on 9/10/96; there were no symptoms at the injection sites. Subsequent to that treatment, the pt was diagnosed with polymyalgia rheumatica by a rheumatologist. The exact date of onset of symptoms and the date of diagnosis were unk. Prednisone was prescribed. The injecting physician believed the polymyalgia rheumatica was probably not related to collagen. The rheumatologist declined to provide confirming info but did not believe there was an association between collagen and polymyalgia rheumatica. The pt received another collagen treatment on 11/19/96. This event is being reported as an MDR because it is our policy to report all cases of allged autoimmnue disease regardless of a lack of causal relationship with the device.